Event description:
The nurse attempted to insert the catheter and it wouldn't thread into the vein as the catheter was over the needle. She pulled back the needle most of the way and when she tried to re-insert the needle, a needlestick injury occurred. The source patient is fine and was not aware that the nurse was stuck.

Manufacturer narrative:
No additional information regarding this incident is available, as a contact person at the facility was not provided and the sales representative requested that no contact with the customer be made. Results - the sample was not available for evaluation. A review of the device history records and material review report database could not be performed as a catalog and lot number for this incident were not provided. Conclusions: without a sample, a root cause could not be identified for the person encountered. The bd nexiva instructions for use state that prior to insertion, pull back approximately 1/8" on the finger grips. Then, push the finger grips back to their original position, making sure that the colored stabilization platform and finger grips are snugly together. This will ensure that the needle is not covered by the catheter prior to insertion. (B)(4).